Manufacturer narrative:
(B)(4). Concomitant devices ¿ vanguard cruciate retaining interlok femoral component left 67.5mm, catalog #: 183030, lot #: ni; vanguard cruciate retaining tibial bearing 12mm x 71mm/75mm, catalog #: 183442, lot #: ni; unknown biomet arcom 3 peg patella 31mm, catalog #: ni, lot #: ni. The complainant has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The complaint sample was not evaluated and the reported event could not be confirmed. A device history record review was unable to be performed as the lot number of the device involved in the event is unknown. A root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 1825034-2018-10308, 1825034-2018-10309, 1825034-2018-10310, 1825034-2018-10311. Insufficient information.

Event description:
It is reported that the patient was treated with lovenox and coumadin to address deep vein thrombosis that developed within twelve (12) days following left knee arthroplasty. No additional patient consequences were reported.